Event description:
The customer reported to olympus, there was an air flow issue (bad insufflation) with the evis exera iii gastrointestinal videoscope. During the inspection and testing of the returned device, the nozzle was clogged and attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. It was observed that the nozzle was clogged by a crystalline brown material, which look like cleaning agent residue and that could not be removed. This was found during incoming inspection and without detrimental deformation of the nozzle. Additionally, there was a gap on the bending section cover adhesive, distal end insulation was out of specifications, scope connector cover was cracked, the up/down knob was damaged (abnormal noise), the bending angulations were out of specifications, the switches rubber had become rigid and the connecting tube was wrinkled. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although the defects found during evaluation were confirmed, the foreign material in the nozzle and on the device could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle and device could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.